Event description:
The customer reported false positive results using two binaxnow covid-19 antigen self test performed on an (B)(6) 2022 with a kitted swab. This report is for test two (2) of two (2). Repeat testing was performed with two binaxnow tests on (B)(6) 2022 generating negative results. Two test were taken using ihealth covid test kit on (B)(6) 2022 generating negative results. Pcr testing was performed on (B)(6) 2022 and also generated negative results. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please refer to related MFR report numbers: 1221359-2022-03182.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190311 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 190311 and device part number 195-430h/ lot 176911. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Please refer to related MFR report numbers: 1221359-2022-03182 and 1221359-2022-03309.